Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an external neurostimulator (ens) for fecal incontinence. It was reported that the patient was on the floor then felt a poking sensation. Her husband her is a physician looked at it (the wire) and said it looked like it was out a little bit. The patients husband sent a picture to the on-call doctor and the doctor confirmed that the wire was out a little bit. The patient reported that they will not be able to do anything until (B)(6) when the physician is back in the office. It was noted that the evaluation start date was (B)(6) 2018. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the night before the permanent implant was done, the patient was in the bathroom for "like an hour". The patient stated that she went to turn stimulation up and noticed the battery was dead, and that is when she realized the trial was really helping her. The patient noted that she has this device for bowel control. No further complications were anticipated/reported.